Event description:
It was reported that the user was unable to attach multiple infusion set connectors to the ilet because the connector would not sit flush, and photos indicated visible damage to the chamber area where the connectors lock, consistent with a device mechanical interface or housing issue involving the connector port. Symptoms included no adverse clinical effects, and blood glucose remained unaffected. Outcomes included use of backup therapy while a replacement device was arranged and continued use of the cgm as normal. Investigation included troubleshooting with photo review and verification of device and lot information. Investigation of the returned device revealed apparent damage to the device¿s connector chamber that prevented proper engagement of the infusion connector.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.